Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead there was suspected undersensing. The right ventricular (rv) lead exhibited possible undersensing on the ventricular tachycardia (vt) non-sustained event. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.